Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was oil gel globules. This event occurred 6 times. The following information was provided by the initial reporter: translated to english. The customer stated: "we were trouble shooting the gel accumulation in the roche cobas 8000 machine probe. We observed certain processed tubes in which 3 vacutainers with 2 different lot numbers had gel disruption/globules."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 4 retention samples (from each lot) from bd inventory were evaluated. All 8 tubes produced globules. Bd was able to confirm the customers indicated failure mode from the retained samples test results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. No definitive root cause could be established for the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0188921. Medical device expiration date: 2021-12-31. Device manufacture date: 2020-07-06. Medical device lot #: 0226665. Medical device expiration date: 2022-02-28. Device manufacture date: 2020-08-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was oil gel globules. This event occurred 6 times. The following information was provided by the initial reporter: translated to english. The customer stated: "we were trouble shooting the gel accumulation in the roche cobas 8000 machine probe. We observed certain processed tubes in which 3 vacutainers with 2 different lot numbers had gel disruption/globules."